Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. No rewind anomaly noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window and returned without the original belt clip. No physical damage to belt clip slot noted.

Event description:
It was reported that the insulin pump was not rewinding. Customer put in a new battery but it won't accept it. Customer states that the pump says no battery. Customer received a failed battery test. Troubleshooting was performed and the customer still received a failed battery test. Insulin pump will need to be replaced. Customer mentioned a broken belt clip. Belt clip will be replaced as a courtesy. Customer had a boil on the skin under the infusion set area. Customer also found a bent canula. Customer states that the irritation is a red boil and under the set's adhesive. Customer had no pain at insertion. Customer stated that the insulin did not make contact with the tape while priming. Customer will consult their health care provider. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.